Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited oversensing of noise leading to inappropriate antitachycardia pacing ¿ atp therapy. The patient was otherwise asymptomatic. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition during and following the procedure.